Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (FDA-2014-n-0736-2307, awareness date 04-nov-2015). It refers to a female consumer of (B)(6) in united states who had essure (fallopian tube occlusion insert) inserted in 2013 for sterilization. Consumer decided not to have anymore kids because her and her 2 daughters were diagnosed with benign brain tumors. Consumer reported that her symptoms started about a year after insertion. She experienced severe pelvic pain, stabbing pain, daily headaches, dizziness, fatigue, abnormal bleeding for long periods of time and she was diagnosed with a rare cornual ectopic pregnancy. She was forced to terminate pregnancy because it was life threatening to her. She had an emergency surgery 2 days later to remove essure coils among other parts. Left essure coil was found protruding out of her fallopian tube and could have ruptured her organs. Her hysterosalpingogram showed that coils were fully occluded. The product technical complaint investigation results which ptc number is (B)(4) was received on 25-nov-2015. Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on available information, there is no relationship between the reported events and a quality defect. Company causality comment: this spontaneous and non-medically confirmed case report refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and presented after one year, abnormal bleeding for long periods of time. She was diagnosed with a rare cornual ectopic pregnancy and had an emergency surgery 2 days later to remove essure coils among other parts. During the procedure, left essure coil was found protruding out of her fallopian tube. These events, seen as genital bleeding, ectopic pregnancy and device dislocation, are serious due to medical importance and required intervention and all listed in the reference safety information for essure. Considering the positive temporal relationship and the fact that genital bleeding may occur during essure use, causal relationship between this event and essure use cannot be excluded. Pregnancies (including ectopic pregnancies) have been reported among women with essure micro-inserts in place. When pregnancy does occur after essure placement, the relative risk that it will be an ectopic pregnancy is higher. Although the reported device dislocation could have been a contributory role in pregnancy occurrence, given the limited information regarding its date and mechanism, causality between both events and essure use cannot be excluded. Since ectopic pregnancy can lead to a life-threatening situation and required a surgical intervention with the removal of the devices, this case is regarded as incident. Based on available information there is no reason to suspect a causal relationship between the reported medical events and a quality defect. No further follow up will be actively pursued since this case was identified during health authority website monitoring.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.